Manufacturer narrative:
Results: patient's condition affected effectiveness of device (target lesion exhibited intensive calcification). Conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited intensive calcification). (B)(4).

Event description:
The physician intended to implant a 2.25 mm diameter x 14 mm length driver sprint rapid exchange (rx) bare metal stent to treat a lesion in a patient. The target lesion was reported to be heavily calcified. During the procedure the physician observed that some parts of the stent were not ''crimped'' on the balloon and it was not possible to deliver the stent to the target lesion. The physician commented that this may have been due to intensive calcification. The patient was reported to be stable post procedure and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent had moved distally and was covering the distal marker band. There was no damage evident on the stent. Crimp impressions were visible on the balloon. Please note that this device (driver sprint rx) is distributed outside the united states; however, it is similar to the united states distributed product (driver rx).